Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that high impedances were measured prior to an implantable neurostimulator (ins) replacement procedure. Impedances were measured to be approximately 9000 ohms for electrodes c and 1. After the extension was disconnected from the old ins, the health care provider (hcp) commented that one of the "prongs" on the extension was fragile and possibly damaged, which was probably the cause of the open circuit. The hcp connected the extension to the new ins and impedances were measured to be greater than 40,000 ohms for all combinations involving contact one. Contact one was not be used for therapy. No additional diagnostics or interventions were done. The high impedances were not resolved. There were no adverse effects from the open circuit and the patient was receiving effective therapy at the time of this report. No cause of the extension damage, additional actions/interventions, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a manufacturing representative reported the implantable neurostimulator (ins) had high impedances prior to the ins change. The ins was changed due to battery depletion. Impedances were measured to be approximately 9000 ohms on c-1. The health care provider (hcp) commented one of the prongs of the extension was fragile and possible damaged. In the hcp's opinion, they thought that was probably the cause of the open circuit. Impedances were measured to be greater than 40,000 ohms on all combinations involving contact one when the extension was connected to the new ins. Contact one was not being used for therapy and the patient was receiving therapy so no additional diagnostics were done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via manufacture representative (rep) indicating that patient had an ins battery replacement due to normal battery depletion and there was an open circuit. Patient had a known open circuit per patient's electronic medical record. No known environmental/patient factors that may have led or contributed to the issue were reported, but the extension was implanted in 1997. Impedance check was performed and contact 1 displayed values of > 40,000 ohms. No interventions were taken as the open circuit was not impacting the patient's therapy. No further patient complications were reported/ anticipated as a result of this event.